Manufacturer narrative:
This report is submitted on august 16, 2017. (B)(4).

Event description:
It was reported that the patient experienced skin redness at abutment site and subsequently was treated with a topical antibiotic (date and duration not reported).

Manufacturer narrative:
This report is filed on (B)(6) 2017. (B)(4).